Event description:
Patient was being treated for bilateral femoral fractures she sustained when she fell out of her wheelchair.

Manufacturer narrative:
The returned device was tested and the problem could not be duplicated. The unit passed all operational specifications, no problems were noted.

Event description:
Facility contact reports a drill bit was placed into the drive during set up, but fell out as the device was being handed to the surgeon. Another drill bit was placed into the device and remained secure throughout the procedure. Procedure completed with no further problems, no harm to pt. After the procedure, attempts were made to secure the first drill bit into the drive but a secure fit could not be obtained.